Manufacturer narrative:
Model number/catalog number: 720185-01. Batch/lot number: 1100736836. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with tube length too short may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced issues related to short tubing and upward migration of the pump. A corrective surgical procedure was performed, during which the pump was replaced. No patient complications were reported.